Event description:
This report is being filed after the subsequent review of the following journal article: outcome of the dynamic helical hip screw system for intertrochanteric hip fractures in the elderly patients. O¿malley, n., deeb, a. P., bingham, k., kates, s. (2012); outcome of the dynamic helical hip screw system for intertrochanteric hip fractures in the elderly patients. Geriatric orthopaedic surgery and rehabilitation 3(2) 68-73. The aim of this study was to compare the rates of implant-related complication between a dynamic sliding hip screw (shs) and a dynamic helical hip system (dhhs; synthes). The article reported a single surgeon series of 87 patients who were treated with the dhhs for their per-trochanteric hip fractures from 2004 to 2010. There were 17 males and 70 females of mean age of 87 years. One failure was noted in the dhhs group. This occurred after a fall within 8 weeks of the index operation and demonstrated superior cutout of the helical blade. The patient refused further surgery. This report is 1 of 2 for complaint (B)(4). This report is for an unknown dynamic hip system helical blade.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: o¿malley, n., deeb, a. P., bingham, k., kates, s. (2012); outcome of the dynamic helical hip screw system for intertrochanteric hip fractures in the elderly patients. Geriatric orthopaedic surgery and rehabilitation 3(2) 68-73. Additional device info: this report is for an unknown dynamic hip system helical blade. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.